Manufacturer narrative:
(B)(4). Batch # unk. Event date: only event year known: 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information was received: patient was a colostomy takedown. Post-op day 4 anterior staple line came apart. No ischemia. Four ¿ five days post-op, diverted ileostomy. Three weeks post-op returned to normal activity. Started to have stomach pain. Found had an abscess. Started antibiotic. Developed peritonitis. Took to operating room. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an lar the patient presented with a staple line failure/leak. The leak was corrected. No other information is available at this time.